Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported by biomed at the user facility that when they attempted to insert purge cassette into the console, they received a "purge disc not detected" alarm. A second cassette was attempted with same result. The console was swapped out and the cassette performed as expected.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.